Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, medication was loaded to pyxis but medication but was not showing up. The customer reported that the malfunction caused a delay in dispensing medication to patients as the nurse was not able to pull medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation, it was determined that the pyxis was not linking patients. A technical support specialist (tss) confirmed that the customer resolved the issue by plugging back the ethernet into the station and the station was working fine. The tss checked the station synchronization information, found the last upload and download were current. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct type of investigation.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, medication was loaded to pyxis but medication but was not showing up. The customer reported that the malfunction caused a delay in dispensing medication to patients as the nurse was not able to pull medication. There were no adverse events or injuries reported based on this incident.